Event description:
Customer states that pump continued to pump air after treatment and didn't alarm no food. Rate and dosage provided were 100 ml/hr and 908 ml. There was no pt impact reported.

Manufacturer narrative:
Pump has been tested several times using water, and each time when bag was empty pump stopped pumping and alarming no food (or pump finish dose: alarming "dose done"). All alarms have been checked and work properly. Complaint could not be duplicated.